Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device has strange odor. The patient alleged dizziness, shortness of breath, dry throat, nausea, headache, nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged device has strange odor. The patient alleged dizziness, shortness f breath,dry throat,nausea, headache, nasal irritation, throat soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: spots of unknown brown residue on the ui (user interface) panel, on the top enclosure underneath the keypad, near the sd card slot, the accessory module slot, and the bottom enclosure. Mark of purple contamination on the top enclosure. Dust-like contamination on the air inlet, the top enclosure, the ui panel, the bottom enclosure, the rear panel, the iso (international organization of standardization) port, the blower motor, and the blower outlet seal. Unknown yellow residue on the top enclosure and the rear panel. No clean flux on the sd card slot of the pca (printed circuit assembly). Black particles, inconsistent with degraded sound abatement foam, on the inside of the blower box, the blower box cap, and on the bottom enclosure. Unknown brown particles on the bottom enclosure. An insect was found in the blower box. Mark of unknown black contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Pil observed 1 error. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 1 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.